Event description:
It was reported that during a da vinci s prostatectomy procedure, the prograsp forceps' jaw did not have enough power to hold the tissue. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations was unable to confirm the alleged complaint. The instrument was placed on an in house da vinci system. The instrument's grip opened, closed, and grasped well and secured. Additional observations found during investigations was main tube damage. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the main tube. No other damage was found. Evidence not conclusive, but the main tube damage may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the malfunction could cause or contribute to an adverse event, if to reoccur.